Event description:
Patient complained of skin burn after muscle stimulator therapy. Clinic stated visible burns multiple times. Device mostly used in russian mode of operation. Clinic uses both carbon and disposable electrodes. No patient data, or treatment parameters could be provided.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.